Manufacturer narrative:
The reported event was unconfirmed, as the product meet the specifications. Visual inspection noted one opened and used silicone channel drain was received with the trocar. Visual evaluation noted no obvious defects. The trocar appeared to be very sharp with no abnormalities. The product used for diagnosis or treatment. It was determined that the product had no relationship with the event due to the investigation being unconfirmed through the sample evaluation. The product had met specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not performed due to the labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the trocar was dull. Per follow-up via email on 08oct2020, the complainant stated that they used a blade to make the skin incision and made the drain hole larger with a curve to pull the drain through.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the trocar was dull. Per follow up via email on 08oct2020, complainant stated that they used a blade to make the skin incision and made the drain hole larger with a curve to pull the drain through.